Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's leads were explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2019-00927. Additional information received indicated reprogramming was provided, however effective therapy was unable to be restored. Diagnostics also indicated high impedance readings on multiple contacts. Stimulation has been turned off. Physician recommended replacing leads, however patient is unsure if she wants to undergo surgical intervention at this time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 3006705815-2019-00927. It was reported the patient is not getting adequate pain relief after a motorcycle accident. Lead damage suspected. Surgical intervention may be taken at a later date to address the reported issue.